Event description:
It was reported that the patient contacted support to be walked through a supply change recommended by the healthcare provider due to recurrent nocturnal low blood glucose, with the most recent value reported as low, and the agent completed troubleshooting and education including ilet setup guidance and use of oral glucose for treatment. Symptoms included hypoglycemia. Outcomes included the need for troubleshooting, user education, and assignment for additional training. Investigation included customer support-led troubleshooting and education. Investigation of this case revealed no device malfunction reported and that the cause of hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.